Event description:
Two pk papyrus covered stents were used for treatment of a type iii perforation in the left main, but with incomplete sealing. There was pericardial tamponade with ongoing bleeding. Patient expired. The event was described by the physician as not device or procedure related. The other pk papyrus is filed separately. Device code is 4065.

Manufacturer narrative:
The affected pk papyrus stent systems were not returned to biotronik and could therefore not be subjected to a technical investigation. Images of the case such as angiographies could also not be obtained. The provided clinical information (pk papyrus device registration form) was reviewed to establish whether a device deficiency contributed to this event. The review of the product release documentation confirmed that the devices were manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the provided documentation and the conducted review no manufacturing related root cause could be identified. It should be noted that the IFU advises the user to hold the inflation pressure for 15-30 seconds. The treating physician rated the outcome as not device related and not procedure related complication. Pk papyrus is indicated for the treatment of acute perforations of native coronary arteries and coronary bypass grafts in vessels 2.5 to 5.0 mm in diameter. As such, this device is typically used in emergent response to a life-threatening adverse procedural event unrelated to use of the pk papyrus.